Event description:
It was reported that the patient underwent a gynecological l procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence and urinary tract infection.

Manufacturer narrative:
(B)(4) - urinary problems. Additional narrative: it was reported that the patient underwent sling implantation to treat stress urinary incontinence concurrently with a dilation and curettage, posterior repair and hysteroscopy. After implantation the patient experienced pain, erosion, vaginal scarring and neuromuscular/urinary problems. The patient underwent removal of vaginal mesh and a portion of sling due to erosion on (B)(6) 2011. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.